Event description:
It was reported that the insulin pump alarmed several sensor errors while the customer was at the airport. The blood glucose reading was 123 mg/dl. The customer stated that she did not know the cause of the alarms. She also reported a low blood glucose event earlier, during which the blood glucose reading was 41 mg/dl, which the customer treated. She stated that she could trigger the sensor to alert low blood glucose any day of the week, since it would read 16.62 mg/dl and go to 45 mg/dl shortly thereafter. She stated that her low blood glucose was the result of her having overtreated for her high blood glucose. She was concerned with the fact that her first sensor from the same lot worked great, and the new sensor had repeated sensor errors. She noted that once she replaced the second one, it also had errors. She was advised that the lost sensor alarm may have been related to her having been onboard a plane. She noted that she would call back to complete troubleshoot later. None else.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.